Event description:
Philips received info from the customer that reported that the multifunction footswitch for raising and lowering the pt support was jamming. There was no report of uncommanded motion. There was no report of harm to a pt, operator, or bystander due to this reported event. The field service engineer did confirm contrast material had spilled on all three pedals during his initial investigation.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).